Event description:
It was reported, the patient has a skin breakdown over the edge of her ipg incision site. The ipg is located in the right buttock. Patient was to be started on antibiotics. No additional information is available at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.